Manufacturer narrative:
The insulin pump was received with a cracked case (battery tube), and cracked battery tube threads. Unit p-cap / reservoir locked properly in place. The pump passed the displacement test. However, moisture damage on the battery tube assembly and motor noted during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the crack on back of the insulin pump at the battery chamber and moisture under the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.